Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The connector going to the ventilator was found damaged. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the nurse cable connector was loose and does not trigger an alarm on the nurse call. The device was not in use on a patient at the time of the event.